Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('genital bleeding') in an adult female patient who had essure (batch no. 948840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included obesity. Concurrent conditions included blood in stool, abdominal pain, pelvic adhesions and rectal polyp. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), pain ("pain: chronic"), urinary tract infection ("bladder/urinary problems: utl"), peripheral swelling ("other injuries/symptoms: swelling in hands and feet"), ovarian cyst ("other injuries/symptoms: ovarian cyst") and bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial infections,"). On an unknown date, the patient experienced bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), cystitis ("bladder/urinary problems:bladder infection") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (ablation in 2013). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, pain, urinary tract infection, bladder disorder, urinary tract disorder, cystitis, vaginal infection, peripheral swelling, ovarian cyst and bacterial infection outcome was unknown. The reporter considered bacterial infection, bladder disorder, cystitis, genital haemorrhage, ovarian cyst, pain, pelvic pain, peripheral swelling, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: discrepancy noted-previously essure insertion date was given as -2013. Right : 04 coils; left: 03 coils. Lot number: 948840 manufacturing date: 2012-02 expiration date: 2015-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('genital bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), pain ("pain: chronic"), urinary tract infection ("bladder/urinary problems: utl"), peripheral swelling ("other injuries/symptoms: swelling in hands and feet"), ovarian cyst ("other injuries/symptoms: ovarian cyst") and bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial infections,"). On an unknown date, the patient experienced bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), cystitis ("bladder/urinary problems:bladder infection") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (ablation in 2013). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, pain, urinary tract infection, bladder disorder, urinary tract disorder, cystitis, vaginal infection, peripheral swelling, ovarian cyst and bacterial infection outcome was unknown. The reporter considered bacterial infection, bladder disorder, cystitis, genital haemorrhage, ovarian cyst, pain, pelvic pain, peripheral swelling, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: discrepancy noted-previously essure insertion date was given as -2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain: chronic') and genital haemorrhage ('genital bleeding') in an adult female patient who had essure (batch no. 948840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included obesity, peritonitis, migraine, blood pressure high, chronic cholecystitis, cholelithiasis, cholesterosis, right lower quadrant pain, colonoscopy, colitis, menometrorrhagia, chronic gastritis, gerd, constipation, phlebolith, kidney stone, nephrolithiasis, hyperkeratosis, parakeratosis, removal of foreign body, lipoma, lymphadenopathy and vertigo. Concurrent conditions included blood in stool, abdominal pain, pelvic adhesions and rectal polyp. Concomitant products included furosemide (lasix) and hydroxyzine. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("bladder/urinary problems: utl"), peripheral swelling ("other injuries/symptoms: swelling in hands and feet"), ovarian cyst ("other injuries/symptoms: ovarian cyst") and bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial infections,"). On an unknown date, the patient experienced bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), cystitis ("bladder/urinary problems:bladder infection"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation in 2013,d&c with balloon ablation and hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, urinary tract infection and abdominal pain had resolved and the genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, vaginal infection, peripheral swelling, ovarian cyst, bacterial infection, vaginal haemorrhage, heavy menstrual bleeding and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, bacterial infection, bladder disorder, cystitis, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, ovarian cyst, pelvic pain, peripheral swelling, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted-previously essure insertion date was given as -2013. Right : 04 coils; left: 03 coils lot number: 948840 manufacturing date: 2012-02 expiration date: 2015-02. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-apr-2021: no new information added.fu received.no new significant change made in medical context of case. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain / pain: chronic') and genital haemorrhage ('genital bleeding'). In an adult female patient who had essure (batch no. 948840), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she didn¿t undergo an essure confirmation test". The patient's medical history included: obesity, peritonitis, migraine, blood pressure high, chronic cholecystitis, cholelithiasis, cholesterosis, right lower quadrant pain, colonoscopy, colitis, menometrorrhagia, chronic gastritis, gerd, constipation, phlebolith, kidney stone, nephrolithiasis, hyperkeratosis, parakeratosis, removal of foreign body, lipoma, lymphadenopathy, vertigo, bowel perforation, allergy, diverticulitis, medical device pain, nabothian cyst and flank pain. Concurrent conditions included: blood in stool, abdominal pain, pelvic adhesions, rectal polyp and back pain. Concomitant products included: furosemide (lasix) and hydroxyzine. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("bladder/urinary problems: uti"), peripheral swelling ("other injuries/symptoms: swelling in hands and feet"), ovarian cyst ("other injuries/symptoms: ovarian cyst") and bacterial infection ("infection (bladder/urinary tract/vaginal) type: bacterial infections"). On an unknown date, the patient experienced bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), cystitis ("bladder/urinary problems:bladder infection"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation in 2013, d&c with balloon ablation and hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, urinary tract infection and abdominal pain had resolved. And the genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, vaginal infection, peripheral swelling, ovarian cyst, bacterial infection, vaginal haemorrhage, heavy menstrual bleeding and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, bacterial infection, bladder disorder, cystitis, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, ovarian cyst, pelvic pain, peripheral swelling, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted, previously essure insertion date was given as 2013. Right: 04 coils; left: 03 coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen: on (B)(6) 2011, impression: 1. Moderate amount of free pelvic fluid (this was complex on ultrasound). 2. Questionable wall thickening of the right side of the colon could represent a nonspecific colitis. 3. Nonspecific inflammatory changes in the fat of the lower abdomen and pelvis. 4. Non-obstructing small bilateral renal calculi.; on (B)(6) 2012, impression: minimal diffuse wall thickening of the sigmoid colon and proximal descending colon without significant pericolonic inflammatory changes. Suspicious for mild colitis; on (B)(6) 2016, impression: no urinary tract obstruction. Numerous bilateral intrarenal calculi.; on (B)(6) 2018, impression: no acute findings in the abdomen or pelvis, small non-obstructing renal calculi; on (B)(6) 2019, impression: 1. No evidence of torsion. 2. Bilateral ovarian cysts, the largest 1.7 cm. As on the left side; on (B)(6) 2019, impression: 1. 5 mm obstructing stone at the left uretero-pelvic junction with associated mild left hydronephrosis. 2. A few additional bilateral non-obstructing renal stones; on (B)(6) 2020, impression: no acute findings in the abdomen or pelvis; on (B)(6) 2021, impression: bilateral non-obstructing nephrolithiasis. No ureteral calculus is identified. Additional findings as described: ultrasound pelvis: on (B)(6) 2011, impression: 1. Moderate amount of complex free pelvic fluid. 2. Heterogeneous uterus, possibly related to the recent postpartum state. 3. Ovaries appear normal; on (B)(6) 2020, result: uterus size: 8.2 x 3.7 x 5.1 cm. Orientation: anteverted; myometrium: mildly heterogeneous. Anterior hypoechoic fundal fibroid 1.8 x 1.6 x 1.9 centimeters; endometrial echo complex: 0.4 cm. Minimal fluid in endometrial canal uterine body; cervix: small nabothian cysts. Impression: no acute finding. Anterior fibroid. Lot number#: 948840, manufacturing date: 2012-02, expiration date: 2015-02. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: medical history, lab data , reporters were added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain: chronic') and genital haemorrhage ('genital bleeding') in an adult female patient who had essure (batch no. 948840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included obesity, peritonitis, migraine and blood pressure high. Concurrent conditions included blood in stool, abdominal pain, pelvic adhesions and rectal polyp. Concomitant products included furosemide (lasix) and hydroxyzine. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("bladder/urinary problems: utl"), peripheral swelling ("other injuries/symptoms: swelling in hands and feet"), ovarian cyst ("other injuries/symptoms: ovarian cyst") and bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial infections,"). On an unknown date, the patient experienced bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), cystitis ("bladder/urinary problems:bladder infection"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation in 2013 and hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure treatment was not changed. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, vaginal infection, peripheral swelling, ovarian cyst, bacterial infection, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the urinary tract infection had resolved. The reporter considered abdominal pain, bacterial infection, bladder disorder, cystitis, dysmenorrhoea, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, peripheral swelling, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted-previously essure insertion date was given as -2013. Right : 04 coils; left: 03 coils lot number: 948840, manufacturing date: 2012-02, expiration date: 2015-02 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: pfs received events " abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping) and abdominal pain" were added. Outcome of event uti was updated as recovered and pain was updated as recovering. Concomitant drugs and medical history were added. Event pelvic pain was upgraded to medical significant and intervention required. Essure removal surgery details added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('genital bleeding') in an adult female patient who had essure (batch no. 948840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included obesity. Concurrent conditions included blood in stool, abdominal pain, pelvic adhesions and rectal polyp. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), pain ("pain: chronic"), urinary tract infection ("bladder/urinary problems: utl"), peripheral swelling ("other injuries/symptoms: swelling in hands and feet"), ovarian cyst ("other injuries/symptoms: ovarian cyst") and bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial infections,"). On an unknown date, the patient experienced bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), cystitis ("bladder/urinary problems: bladder infection") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (ablation in 2013). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, pain, urinary tract infection, bladder disorder, urinary tract disorder, cystitis, vaginal infection, peripheral swelling, ovarian cyst and bacterial infection outcome was unknown. The reporter considered bacterial infection, bladder disorder, cystitis, genital haemorrhage, ovarian cyst, pain, pelvic pain, peripheral swelling, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: discrepancy noted-previously essure insertion date was given as -2013. Right: 04 coils; left: 03 coils. Most recent follow-up information incorporated above includes: on 12-oct-2020: mr received. Lot number and medical history added. Reporter's information added. Rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain: chronic') and genital haemorrhage ('genital bleeding') in an adult female patient who had essure (batch no. 948840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included obesity, peritonitis, migraine, blood pressure high, chronic cholecystitis, cholelithiasis, cholesterosis, right lower quadrant pain, colonoscopy, colitis, menometrorrhagia, chronic gastritis, gerd, constipation, phlebolith, kidney stone, nephrolithiasis, hyperkeratosis, parakeratosis, removal of foreign body, lipoma, lymphadenopathy and vertigo. Concurrent conditions included blood in stool, abdominal pain, pelvic adhesions and rectal polyp. Concomitant products included furosemide (lasix) and hydroxyzine. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("bladder/urinary problems: utl"), peripheral swelling ("other injuries/symptoms: swelling in hands and feet"), ovarian cyst ("other injuries/symptoms: ovarian cyst") and bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial infections,"). On an unknown date, the patient experienced bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), cystitis ("bladder/urinary problems:bladder infection"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation in 2013,d&c with balloon ablation and hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, urinary tract infection and abdominal pain had resolved and the genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, vaginal infection, peripheral swelling, ovarian cyst, bacterial infection, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, bacterial infection, bladder disorder, cystitis, dysmenorrhoea, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, peripheral swelling, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted-previously essure insertion date was given as -2013. Right : 04 coils; left: 03 coils. Lot number: 948840 manufacturing date: 2012-02 expiration date: 2015-02 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pfs received outcome of event pelvic pain and abdominal pain were updated as recovered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('genital bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), pain ("pain: chronic"), urinary tract infection ("bladder/urinary problems: utl"), peripheral swelling ("other injuries/symptoms: swelling in hands and feet"), ovarian cyst ("other injuries/symptoms: ovarian cyst") and bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial infections,"). On an unknown date, the patient experienced bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), cystitis ("bladder/urinary problems:bladder infection") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (ablation in 2013). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, pain, urinary tract infection, bladder disorder, urinary tract disorder, cystitis, vaginal infection, peripheral swelling, ovarian cyst and bacterial infection outcome was unknown. The reporter considered bacterial infection, bladder disorder, cystitis, genital haemorrhage, ovarian cyst, pain, pelvic pain, peripheral swelling, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: discrepancy noted-previously essure insertion date was given as 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: plaintiff fact sheet received : reporter information added. New events- genital bleeding, bacterial infection, pelvic pain and she didn¿t undergo an essure confirmation test were added. Onset dates of urinary tract infection, pain were updated. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.